Event description:
It was reported that the patient underwent vns system explant in (B)(6) 2013 due to an infection. The physician indicated that he believes the patient can still benefit from the vns therapy so device reimplant is planned. An implant card was received which indicated that the patient was reimplanted on (B)(6) 2013. It is unknown if cultures were performed or if any patient manipulation or trauma occurred that could have caused or contributed to the infection. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.